Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot # j0217134v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot # j0337395v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that on the day of the report, the patient went in to have his batteries checked with the physician. It was noted that all pairs with 3 were >40000 ohms. The doctor wanted to know if they needed to be concerned about this issue. The patient had the battery replaced in (B)(6) 2015 and at that time the doctor confirmed that the impedances were checked and were within normal range. The doctor also confirmed that the patient was not having any problems with the therapy. It was noted that the patient was not programmed with electrode 3 so it was not imperative to change anything since the patient was getting good therapy. No symptoms reported. It was noted that the therapy impedance was within normal limits and amplitude was 2.5v. The group impedance was 1153 ohms, which looked good. It was noted that the high impedances were seen on the left implantable neurostimulator (ins), which was the one replaced in march. There was an open circuit at .7, 1.7, and 3.0v. The right ins was old, and they wondered if it needed replacing. The battery life was 3.52, ¿which I believe is yes.¿ it was noted that the patient's relevant medical history includes movement disorders.